Event description:
Same case as mgfr. #: 6000093-2007-01706, 6000093-2007-01708, & 6000093-2007-01709. It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon ruptured occurred. This was a case of instent restenosis of a non-bsc stent. The lesion being treated was located in a non-bsc stent in the severely tortuous, tough, non-calcified and 90% stenotic mid right coronary artery. The physician 1st advanced a choice pt guidewire to the lesion but was unable to cross. The physician then changed to a non-bsc guidewire and after a lot of difficulty successfully crossed the lesion. Then the physician advanced a 1.5x15mm maverick otw balloon to the lesion and inflated the balloon to 6 to 7 atms and it ruptured. The physician removed this device and then advanced a 2.5x15 mm maverick2 balloon to the lesion which also ruptured. The physician removed this device and then advanced a 2.5x15mm maverick2 balloon to the lesion which also ruptured. The physician removed this device and advanced a 3.0x15mm quantum maverick balloon to the lesion. This balloon also ruptured. The physician removed the device and attempted to cross the lesion with another 3.0x15mm quantum maverick balloon which ruptured when inflated to a nominal pressure. Significant resistance was felt during insertions. At this point the physician stopped the procedure as he felt a stent struct was causing the balloons to burst. Pt status is listed as "stable."

Manufacturer narrative:
Device evaluation: the device was disposed of by the hospital; therefore, no direct product analysis could be performed. The exact cause of the difficulties experienced during the procedure could not be determined.